Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, there was difficulty inserting the curve stylet into the right ventricular (rv) lead. The physician opted to replace the lead, a new lead was successfully implanted. The patient was in stable condition.